Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A DHR review could not be completed because no lot number was provided.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated it backed up to the port and the patient required replacement of their port. Mmdg followed up with the initial reporter but no further information was provided. (B)(4).